Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced with an additional right l4 lead. Effective therapy was restored post operatively.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-04823. It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful and system diagnostics recorded high impedances. Imaging shows that both leads migrated and pulled out of the foramen. Surgical intervention may take place to address the issue.